Manufacturer narrative:
Results: the pump housing was opened and dried blood was found inside the housing. The blood was found inside the pump assembly; therefore, no functional testing performed. Conclusions: evaluation of the returned pump max confirmed blood was aspirated inside the vacuum pump. The reported complaint indicated that the aspiration tubing was directly connected to the pump inlet instead of the canister, supplied by penumbra, and fluid was aspirated into the pump. If the fluid enters the vacuum pump assembly, the pump may not function properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the pump max was inadvertently set up incorrectly and, consequently, saline was aspirated into the body of the pump max rather than the indigo pump max canister (canister). The procedure was completed using the same pump max. There was no report of an adverse effect to the patient.